Manufacturer narrative:
H11. Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 31mm magna valve implanted in mitral position underwent a valve-in-valve intervention after an implant duration of 5 years due to unknown reasons. A 26mm transcatheter valve was implanted within the edwards surgical valve.

Manufacturer narrative:
Added information to section a1 (patient identifier), a2 (age at time of the event and date of birth), a3a (sex), d1 (brand name), d4 (model number, serial number and expiration date), e1 (contact), h4 (device manufacturer date) and h6 (type of investigation) updated b5 (describe event or problem), h6 (component code), h6 (device code), h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including previous endocarditis.

Event description:
Edwards received notification from new zealand that a patient with a 7300tfx31 valve implanted in mitral position underwent a valve-in-valve intervention after an implant duration of five (5) years due to stenosis and regurgitation. Reportedly, a previous endocarditis that the patient suffered after an implant duration of approximately two (2) years and nine (9) months was believed to have contributed to the valve failure. A 26mm transcatheter valve was implanted within the edwards surgical valve. The patient was noted as to be discharged home.